Event description:
As reported: "defective femoral neck screwdriver."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received lag screwdriver found bend from its tip. Round bottom of the tip shows marks of excess contact with the mating part. The threaded portion of the tip is damaged and worn-out. The pegs of the outer sleeve are deformed. Discolored and worn-out outer surface indicate that the device has been extensively used for long period of time and deformation pattern indicates towards application of excess torsional force during usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. Based on the investigation, the root cause was attributed to be a user related issue. The event was caused by application of excess torsional forces during usage. If more information is provided, the case will be reassessed.

Event description:
As reported: "defective femoral neck screwdriver."